Event description:
Syringe that is contained within the tpt1000 thoracentesis/paracentesis tray, split down the middle in the seam while performing the paracentesis procedure. Upon doing so, the fluid inside went into the nurse's eyes sending him to the hosp. He was sent to the hosp for testing, due to exposure.

Manufacturer narrative:
The original complaint sample was not provided for eval; therefore, we were unable to confirm the issue reported. However, twelve unused trays were returned for eval and none of the returned trays contained a syringe with the defect stated in the complaint report. The device history review (DHR's), raw material history files and the sterilization batch records for the listed mrg lots did show one non-conformance for cracked syringe during incoming raw material inspection. Based on this finding, product was 100% culled prior to issue to mfg for use in the trays. There were no other recorded quality problems or rejections related to this issue. A review of complaint data did not identify any trends with this or similar failure modes; therefore, this appears to be an isolated incident. Additional lot number: l8e212.